Manufacturer narrative:
The reporter responded to ventec's requests for additional information. The reporter advised that the date of event was actually 08/02/2023. As a result, section b3, date of event, was updated from 8/23/2023 to 08/02/2023. Additionally, the reporter provided information about the patient.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was intermittently unresponsive. There was patient involvement associated with the reported event. However, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has attempted to contact the reporter in order to obtain additional information, but no response has been received.